Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol flat mesh (device #1). An additional emdr was submitted to represent the bard/davol flat mesh (device #2). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified two bard flat meshes on (B)(6) 2000 and (B)(6) 2003. As reported, the patient is making a claim for an adverse patient outcome against both the bard flat meshes. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient". Attorney alleges patient experienced emotional distress and the device was defective.